Manufacturer narrative:
H6: investigation summary: a complaint of false positives was received (instrument top bactec fx, material no. 441385, serial no.(B)(6). The complaint is unable to be confirmed with the information present. The root cause is unknown. DHR review is not required due to the age of the instrument. No new risks or hazards were identified and no corrective actions were required. Bd quality will continue to monitor trends. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact the following information was provided by the initial reporter: " it was reported that bactec - false positives I did however find vial storage rack issues in the c drawer so it may be possible that the vials that were reported to be fp had come out of the c drawer and were then relocated to the b drawer. I am unable to make that determination because the customer was unable to provide sufficient data for the fp review. The customer was only able to find 1 vial 449296768823 which came out of instrument as 3 times as nos and they were unable to provide any other accession numbers and/or plots. Customer inquiry/problem: bactec - false positives (drawer b). No alert or error messages on the instrument. She said that 12 of the vials came out as positive but they tested it as negative bactec - false positives".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that bactec - false positives. I did however find vial storage rack issues in the c drawer so it may be possible that the vials that were reported to be fp had come out of the c drawer and were then relocated to the b drawer. I am unable to make that determination because the customer was unable to provide sufficient data for the fp review. The customer was only able to find 1 vial 449296768823 which came out of instrument as 3 times as nos and they were unable to provide any other accession numbers and/or plots. Customer inquiry/problem: bactec - false positives (drawer b). No alert or error messages on the instrument. She said that 12 of the vials came out as positive but they tested it as negative bactec - false positives."